Event description:
The investigation identified the following malfunction:

Manufacturer narrative:
The device was not returned to olympus for inspection; however, the reported failure was confirmed through information provided by technical assistance support (tac). A root cause could not be identified. Based on the results of the investigation, it is likely that the event reported is caused due to lamp failed to light. The customer contacted olympus technical assistance support (tac) via phone. Tac received a call from customer reporting the device has an e300 error code. The exam lamp operated normally. When the exam lamp was replaced with a non-OEM exam lamp replacement part, the exam lamp failed to light. The customer will now insert the suspect exam lamp assembly into a known reliable clv-190. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the xenon light source exhibited exam lamp failed to ignite . The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.